Event description:
The plaintiff¿s attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving three separate products; associated MDR #1225714-2014-05018, 05019, 05020, 2937457-2014-01154, and 01155.